Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the handle of a 6/7f mynxgrip vascular closure device (vcds) split prior to deploying the sealant. The plastic handle split; not the shuttle, not the advancer tube. The handle split from the rest of the device. It came apart when the user first pulled back. Manual compression was utilized. There was no reported patient injury. The device was opened on sterile field and stored as per labeling. The user is mynx certified. There was no resistance/friction experienced. The sheath was not kinked/bent. The access vessel was femoral arterial. There was no vessel tortuosity. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h6, and h11. Complaint conclusion: as reported, the handle of a 6f/7f mynxgrip vascular closure device (vcd) split prior to deploying the sealant. The plastic handle split; not the shuttle, not the advancer tube. The handle split from the rest of the device. It came apart when the user first pulled back. Manual compression was utilized. There was no reported patient injury. The device was opened on sterile field and stored as per labeling. The user was mynx certified. There was no resistance/friction experienced. The sheath was not kinked/bent. The access vessel was femoral arterial. There was no vessel tortuosity. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was received connected to the device, but the procedural sheath was not included for evaluation. The advancer tube and the sealant were observed in their manufactured positions, and the stopcock was found in the open position with the balloon fully deflated. The handle of the device was inspected for damages, anomalies, or splits prior to deploying the sealant that may have contributed to the reported failure, but no damages, anomalies, or splits were observed on the returned device. Per functional analysis, a simulated deployment test was performed to ensure the functionality of the returned device. The shuttle advanced completely without issue, and the advancer tube was properly engaged to the proximal tamp lock during the investigation. Furthermore, the sealant was deployed successfully. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification verified the presence of the slit in the outer cartridge of the unit received. The sealant was observed in its manufactured position. Additionally, the handle of the device was carefully examined for any signs of damage, abnormalities, or splits through microscopic analysis before the sealant was deployed. No damage, irregularities, or splits were found on the handle of the returned device. The reported event of ¿catheter-catheter detachment¿ was not confirmed through analysis of the returned device since there were no damages or anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since there were no anomalies noted to the returned device. However, handling factors are possible. It is important to note that the presence of the slit in the outer cartridge tubing is not indicative of a product defect; rather, it is intentionally designed to reduce unsheathing force and enhance deployment reliability. The sealant is positioned directly beneath the slit, with a protective sleeve placed over it. If the sealant sleeve becomes displaced, the slit may be visible to the user. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.